Event description:
Customer reported that touchscreen was cracked and shattered, rendering it illegible and unusable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a resolution. The customer also expressed interest in obtaining an out-of-warranty loaner pump.